Event description:
It was reported that the patient presented for in clinic follow up with over-sensed noise exhibited by the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse patient consequences reported.